Manufacturer narrative:
The reported complaint of tubing separation was confirmed. The probable cause of the tubing separation appears to be due to the uv adhesive at the bond between the arterial tubing and female luer being not fully cured. The device history review revealed no non-conformances that would have contributed to the reported event.

Manufacturer narrative:
The manufacturer has received the actual device for further evaluation. As additional information is received, a supplemental report will be issued.

Event description:
It was reported that during an operating procedure, blood was noticed to have leaked from the arterial line tubing. The arterial line was reported to have come apart between the connector and female luer. The faulty arterial line was reported as being replaced without further incident. Although there was patient involvement and a delay in therapy, no harm to the patient was reported. No additional information is known at this time.